Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had failed battery test. Customer¿s blood glucose was 220 mg/dl at the time of incident. Insulin pump had blank display. The customer was assisted with troubleshooting and the display did not return. Customer state that the contacts on the battery cap are neither missing nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm, failed battery test alarm or blank display noted during testing.